Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vessel during an open bypass procedure, the needle felt heavy crossing through a vessel. Another device was used to complete the case. There was no patient injury.